Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009; 65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Patients were recruited, and some patients did not pass initial screening. A total patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: five cases of confusion/disorientation/difficulty concentrating/distractibility were reported and noted to be serious. No treatment or outcome was reported. See literature article attached to MFR report# 2182207200905291.